Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device was not returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4). Biomed desmond need some assistance for an air-in-line error for 8100 s/n (B)(4). I suggested to make sure to power up the 8015 by pressing tampered switch and proceed to external communication. I also mention to use his thumb and massage the tubing and is in all the way inside the ail blue case. After following my suggestion, desmond told me that the air-in-inline issue was resolved.